Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of not blowing air was confirmed. There was a blockage present in the air/water nozzle. Appears to be a purple brush like material. Investigation concludes that the item did not originate from the olympus endoscope. The following additional findings were also noted: chipped light cover glasses, worn adhesive on the light cover glasses, contamination was evident of the condition of the light transmission, assorted wearing, hole in the button on the switch condition, damaged connector of the air/water connector, up/down and left/right angle out of standard value, water flow and removal not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, there was no air flow from the air/water flow system of the evis lucera elite colonovideoscope. The issue was found during maintenance. There was no patient involvement. The device was returned, and olympus repair center identified a foreign object in the nozzle. The foreign object appeared to be a purple brush like material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as purple "brush like" material - however, the material in the nozzle was unable to be further specified. Moreover, no deformation/physical damage of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.